Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump error. The customer¿s blood glucose was unknown at the time of the incident. Customer reported that there were some motion sensor test failure alarms in the alarm history. The customer's blood glucose is normal and didn¿t require medical treatment. The insulin pump will not be returned for analysis.